Manufacturer narrative:
Additional information was provided b.5. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
Additional information requested and received stating that lens was found to be damaged inside the patient¿s eye. The lens that was implanted in the patient¿s eye was placed in the left eye.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A healthcare professional reported that during cataract surgery with intraocular lens (iol) implant procedure, lens damaged/broken during surgery. There are two medical device reports associated with this report. This file is 2 of 2.